Manufacturer narrative:
(B)(4). The pump was received with a cracked retainer. Unit p-cap / test reservoir locked properly in place. The pump passed the displacement test.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the retainer ring. Customer stated that the retainer ring was broken. It was reported that the reservoir able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.